Event description:
It was reported that during a procedure of the mildly calcified, heavily tortuous, 90% stenosed, de novo, distal circumflex artery, the nc trek balloon dilatation catheter (bdc) kept slipping during inflation and the lesion could not be dilated. A non-abbott bdc was used for the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: elite, sion; guide cath: sheathless. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.